Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded, and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message the same day she applied the adc freestyle libre sensor and being unable to obtain readings. As a result, customer experienced feeling very tired and experienced a loss of consciousness. Customer was unable to self-treat and had contact with a healthcare professional who diagnosed her with hypoglycemia and provided dextrose via injection. There was no report of death or permanent impairment associated with this event.